Event description:
It is reported that during surgery in 2005, chisel guide indicated a 50mm blade plate to be used. When blade plate was inserted, it was found to be too long. Under c-arm, it was decided that a 40mm blade was needed. Patient had no adverse reactions.